Event description:
The customer initially reported that during a hysterectomy, the instrument could not be opened after seal cycles. The device was not on tissue when this occurred. There was no patient injury. Upon receipt, it was noted that the knife was broken and missing. No further information on the incident or the status of the missing blade has been made available by the site.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.